Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue clonazepam 0.25mg for a patient. The item was available in cubie admin but not in the patient profile for issuance. Assistance was requested to de-assign and reassign the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where they were unable to issue the clonazepam item for patient. A technical support specialist (tss) guided the customer in de-assigning the cubie but was unable to assign it back. The tss then checked myqlink (mql) and found that the item was available in mql but could not be assigned in the cabinet. After consulting with the team, the tss discovered that the item was inactive in the formulary and therefore could not be loaded into the cabinet. The pharmacy needed to reactivate the item for it to be reassigned. Finally, the tss confirmed with the pharmacy that the user was able to access the cabinet and successfully de-assign or reassign the item, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.